Manufacturer narrative:
Evaluation: fracturing was initiated by a combination of torsional & bending overload. When the knee is flexed more than recommended in the surgical technique, the instrument tip gas the potential to bend and fatigue. Upon cleaning and use in the next surgery it may be bent back into proper shape. Continued use in this manor weakens the tip which may cause fatigue and breakage.

Event description:
The tip of the aimer fractured and separated in the patient's knee while positioning. The surgery was extended approximately 40 minutes in order to locate and remove the foreign body. The patient suffered no ill effect.